Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels as low as 30 mg/dl. Reportedly, the cause was unknown. Customer declined to provide additional information regarding the event. Reportedly, customer contacted a healthcare provider regarding bg.